Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, the cooling / heating unit would not heat up. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there was no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The complaint is confirmed by the field service rep (fsr). The fsr was able to trace the issue to the solid state relay. With the solid state relay replaced and preventative maintenance completed, the unit operated to MFR's specifications. The suspect component to be returned. If additional info becomes available on this complaint that would alter the facts and / or conclusions, a supplemental report will be filed accordingly.